Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the touchscreen display was not functioning properly. No patient involvement or impact was reported at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. It was determined that the touchscreen requires replacement, and the appropriate part identification was provided to the customer. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the unit remains out of service, as the required replacement part is currently on back order with no estimated time of arrival. Once the replacement is completed, the removed part will be disposed of through e-waste. In the interim, a known good part from another unit was temporarily used for troubleshooting purposes. The repair for this unit, specifically the replacement of the touchscreen, cannot be completed at this time due to a second issue, which has been documented under a separate record. The required part is currently on backorder. The necessary material has already been requested, and an order has been placed for the required component to proceed with the repair. The ordered part, switch printed circuit board assembly (pcba), aligns with the recommended corrective action for the reported malfunction as outlined in the service manual. Once the parts become available, the repair addressing the non-responsive touchscreen will be completed. If new information becomes available confirming that the replacement part has been received and the repair has been completed, or if additional malfunctions are identified, the record will be reopened, and further investigation will be conducted. At this time, the investigation concludes that no further action is required.